Event description:
The screws were damaged and were released as a thread. Completed case with same / like product.

Manufacturer narrative:
The device was not returned to the complaints handling unit (chu) for evaluation. A review of the device history records (DHR) for the expedium ti polyaxial screw [product code: 1797-12-640] was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the device we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.